Event description:
It was reported that the pump battery was unresponsive despite attempts to power on the pump using both a tandem cable and an alternate cable. There was no information provided regarding the impact on the customer's blood glucose level. The device is set to be returned, and a replacement pump with a new serial number has been issued.